Event description:
It was reported that after removal from the anatomy, the promus stent delivery system (sds) shaft was found separated after intense force was applied and the sds was twisted. The promus stent was not deployed in the unknown target lesion as the sds separated before reaching the lesion. The sds separated outside of the anatomy and no segment of the sds remained inside. Another promus was used to complete the procedure. There were no adverse patient effects. There was no additional information provided.

Event description:
On the previously filed medwatch, it was reported that no resistance was met during advancement of the stent delivery system. Subsequent information received indicates that strong resistance was met during advancement of the stent delivery system. There was no additional information provided.

Manufacturer narrative:
(B)(4). The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances.

Event description:
Subsequent to the previously filed medwatch, it was found that there was no resistance met during advancement of the stent delivery system. There was no additional information provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.(B)(4).you are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. It should be noted that the instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. In this case, the IFU deviation appears to have contributed to the reported difficulties. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.